Event description:
The iab leaked. Blood was noted in the catheter. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: none from the event-reported 7/11/97). (Pt's current status: unk-rpt'd 7/11/97).